Event description:
According to the reporter and additional information received from hospital risk management: the procedure (a right hemi-colectomy) was done in 2009. The patient came into the hospital very sick prior to the surgery, and with the condition of the patient, there would be no way to determine if there was an issue with the stapler. The patient returned to the hospital about one week later for exploratory re-operation and a leak was found at the anastomosis. There were no unintended cuts or tears to tissue from the device. Reportedly, the staple line did not hold. The patient expired six days later. The patient was not sent for autopsy. The device is not available for evaluation. The amount of blood loss was not reported. Efforts have been made to obtain more information. No further information has been provided.